Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the intensive care unit on (B)(6) 2024 after being found down at home by their family hypoxic and hypotensive. It was noted that the patient had known diagnosis of end stage cardiomyopathy status post heartmate 3, congestive heart failure (chf) stage d, hypertension (htn), obstructive sleep apnea (osa), ventricular tachycardia, obesity, and noncompliance starting on (B)(6) 2019 prior to left ventricular assist device (lvad) implant. The patient also had a history of arrhythmia prior to lvad implant and had an implantable cardioverter defibrillator (ICD) implanted in 2010. Their clinical course was worsened with persistent atrial fibrillation with rapid ventricular response (rvr), worsening hypoxia and hypotension which required intubation. The patient received a magnesium drip, calcium gluconate drip, furosemide (lasix)/bumetanide (bumex) drip, vasopressin drip, norepinephrine drip, dobutamine drip, amiodarone drip and boluses, and digoxin injections. They also developed renal failure necessitating continuous renal replacement therapy (crrt). The patient passed away on (B)(6) 2024. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
Section d1 - brand name: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2024 after being found down at home by the patient¿s family in a hypoxic and hypotensive state. The patient received intravenous electrolytes, diuretics, inotropes, and blood pressure and antiarrhythmic medications; however, their clinical course worsened further, requiring intubation. It was also communicated that the patient developed acute renal failure, which necessitated continuous renal replacement therapy (crrt). It was reported that the patient ultimately expired. The patient¿s outcome was not considered to be device related and the device had reportedly operated as expected. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.